Event description:
Patient was properly placed in mayfield pins and holding apparatus in the prone position with skull clamp locked. Resident physician was making adjustment to the skull clamp when the locked portion of the clamp came loose causing the pins to slip which caused a scalp abrasion of approximately 2 cm on the left side of the head. Patient had to be positioned onto stretcher. Sutures (1 stitch) were required. A 50 ml blood loss as a result.